Event description:
A momentary motor skip malfunction occurred, possibly due to a high-force impact on the pump. Blood glucose level of customer did not exceed 500 mg/dl, indicating it was within a safe range. Customer reset pump with assistance from technical support and was advised to continue using it, with instructions to report any recurring malfunction codes.